Event description:
The customer reported that she was hospitalized on (B)(6) 2013 for diabetic ketoacidosis.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported event. No lot qualification records were reviewed, as the product lot number was not provided. The omnipod's user guide warns to "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death." It advises "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."